Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation cannot be conducted because no lot number was provided by the customer. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent premature ventircular contraction (pvc) ablation procedure with a navistar® rmt thermocool® electrophysiology catheter and suffered a cardiac tamponade requiring pericardiocentesis. It was reported that during the procedure, the patient was under conscious sedation, and received no heparin during the procedure. The ablation occurred in the right ventricle; therefore, no transseptal puncture was done. The ablation was done in the rv using the niobe es system, quikcas, with a bwi thermocool ablation catheter and smartablate rf generator using up to 50w of energy. About 30-50 minutes into the ablation procedure, while ablating, it was reported there was a visual and auditory steam pop. The patient subsequently developed a pericardial effusion. An emergency pericardiocentesis was performed and an unspecified amount of blood was removed. The patient recovered without incidence. On 10/16/19, biosense webster inc. (Bwi) received additional information about the event indicating that the adverse event was discovered during use of biosense webster products during ablation phase. The physician¿s opinion on the cause of this adverse event is that it was procedure related and the patient has fully recovered. The patient required extended hospitalization of 1-2 days. The catheter¿s irrigation was set at 30ml/min. There were no error messages observed on biosense webster equipment during the procedure. There was no device deficiencies reported during this procedure. The effusion was discovered after steam pop which may have been the cause of the event. No irrigation or temperature issues have been reported that may have indicated that the steam poop was a result of product malfunction.